Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen went blank for about a minute. This happened at 5:50 am and 6:02am. Nothing was visible on the screen when this happened. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device. Telemetry transmitter were used in conjunction with the cns but the customer did not provide the serial numbers. Telemetry transmitter: model: gz-120pa, sn: no information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen went blank for about a minute. This happened at 5:50 am and 6:02am. Nothing was visible on the screen when this happened. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) went blank for about a minute. This happened two separate times, and nothing was visible on the screen when it happened. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the log files of the event were reviewed by nihon kohden. It was identified that a comm loss error message occurred instantaneously on all beds at the time of the event. This suggests that the issue is likely due to the customer's network. Based on the available information, the most probable cause of the issue is the customer's network environment and not the failure of the cns. A review of the history of the serial number identified no further reports of the issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen went blank for about a minute. This happened at 5:50 am and 6:02am. Nothing was visible on the screen when this happened. No patient harm reported.